Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error during the rewind as a result of a motor encoder being out of phase. The device was received with scratched screen, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported having a motor error alarms while loading the insulin pump. Assisted the caller with clearing the alarm. The blood glucose reading was 248mg/dl and treated with glucose shot. The customer mentioned having a stress test. Troubleshooting was performed, and no damage to the drive support cap noted. The customer stated that the device was exposed to a high magnetic field. No further information was provided.